Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(event site name). Due to character limit in e1(event site name: (B)(6). A getinge field service engineer (fse) confirmed the issue as it was reproduceable. The fse replaced the touchscreen and verified that the problem was resolved. Patient involved and no harm reported.

Event description:
N/a

Manufacturer narrative:
Due to character restrction in block e1 event site name is (B)(6), e1 event iste city is (B)(6), a supplemental report will be submitted upon completion of our investigation,

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touchscreen was difficult to operate during clinical use on the (B)(6). However, since it remained functional, the treatment was completed without requiring equipment replacement. On the (B)(6), after the treatment was completed, the touchscreen became completely unresponsive when the system was powered on to check its status.there was no harm or injury reported.